Event description:
Upon detaching a feeding tube after completion of nutrition administration a plastic insert with a tricuspid valve and catheter were disengaged. The catheter was removed endoscopically. The indwelling period was 49 days.

Manufacturer narrative:
The complaint of the feeding tube detaching from the locking clip is confirmed. The notes in this file indicate, "upon detaching a feeding tube after completion of nutrition administration, plastic insert with a tricuspid valve and catheter were disengaged." The genie tricuspid plug was returned to bas locked to its locking retention clip and was attached to a 90 degree feeding adapter. The detached ponsky feeding tube was not returned for evaluation. The device had been in place for 49 days prior to the complaint incident. At this time, the exact mechanism of damage is undetermined. Gross visual and microscopic examinations of the complaint sample shows no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number information has been provided by the complaint.